Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it was indicated that the device would not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that post a percutaneous coronary intervention, the patient experienced thrombosis. The patient presented with an acute myocardial infarction. The diffuse, 100% stenosis measuring 2.75x70mm lesion was located in the calcified and moderately tortuous left anterior descending artery (lad). The physician performed a thrombectomy then deployed 5x23mm non-bsc stent in the proximal lad, a 3.0x38mm promus element plus stent, then a 2.75x12mm non-bsc stent in the distal lad. The final result was timi3. Intravascular ultrasound (ivus) showed positive remodeling and a lot of the thrombosis and 0% residual stenosis. There was no elevation in creatine kinase. The patient was discharged on plavix and aspirin. No complications were reported. Seven days later the patient presented with chest pain. The physician performed coronary arteriography and thrombosis was identified in the stented lad lesion. The thrombosis was treated by inflating an unknown balloon catheter in the lesion, deploying a 3.5x12mm promus element plus stent at the proximal end of the lad and deploying a 2.75x12mm non-bsc stent in the mid lad to cover the gaps. There was residual thrombosis but blood flow was restored to the distal end of the vessel. The procedure was completed with ivus. No further complications were reported and the patient's status is good. It was unknown if the patient was taking clopidogrel at the time of the event.